Event description:
After pre-dilatation with a 2.5 mm diameter percutaneous transluminal coronary angiogram balloon, another MFR's stent was inserted to treat a severely calcified lesion in the mid-right coronary artery, however, it was not able to cross the target lesion. Therefore, an attempt was made to reach the lesion with a 3.0mm diameter x 18mm length ave gfx stent. Although the gfx stent was able to track further than the other MFR's stent, it was not able to completely cross the target lesion. At this point in the procedure, the stent became partially displaced from the stent delivery balloon and the physician decided to deploy the proximal portion of the stent that remained on the balloon. The stent delivery system was then removed from the pt. Subsequently, the stent was post-dilated with 1.5mm and 2.5mm diameter percutaneous transluminal coronary angiogram balloons, respectively. Following the percutaneous transluminal coronary angiogram balloon dilatations, the stent delivery system was re-inserted into the stent and inflated to 12 atms, which exceeds "rated" burst pressure of 9 atms. As a result, the balloon burst within the stent. Although little resistance was felt by the dr during removal of the stent delivery balloon from the stent, it was noticed that most of the balloon material and the distal end of the catheter was removed from the pt. An attempt was made to snare the remaining balloon material from the stent, however, only the inner member tubing was retrieved and the balloon marker remained within the stent. The pt was then sent to surgery for removal of the balloon material, which occluded the target vessel. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.